Event description:
Caller reported customer had advantage result of 399 mg/dl, took 20 units of byetta based this result. Paramedic's system result was 138 mg/dl, advantage retest result was 480 mg/dl. All 3 results were taken within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.